Manufacturer narrative:
The tandem t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was observed to be inaccurate. Reportedly, the customer initially filled the cartridge with 300 units of insulin and the pump gave an accurate initial fill estimate of +240 units. The insulin gauge later displayed 160 units then 65 units. The customer's blood glucose level was not impacted. Reportedly, the customer filled the cartridge with a little more than 300 units and did not properly perform the air removal step. The customer reloaded the cartridge onto the pump and received an accurate fill estimate.